Event description:
The customer reported that the insulin pump alarmed no delivery while bolusing. The caller stated that they rewound the device and when they were priming it also alarmed no delivery. The customer mentioned changing the infusion sets every four to five days. While obtaining more information the customer did change the infusion set and it works fine. Instructed the caller to continue monitoring her glucose level. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.